Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event could not be confirmed, as neither the device nor the associated log files were returned for analysis. The controller was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no known clinical factors that could have contributed to this event. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from dt clinical study database, (B)(6):"subject had a controller fault alarm on (B)(6) 2014 that lasted almost 34 minutes from 17:04 to 17:38. The subject was instructed over the phone to change her controller to her backup and to come into the hospital to get a replacement. The subject refused to come in on (B)(6) 2014, and instead came in on (B)(6) 2014. She received controller sn: (B)(4) in replacement for controller sn: (B)(4). From the device interrogation during the alarm: motor current ma 749, motor voltage mv 4894, motor speed rpm 2595, motor power mw 3675, flow mlpm 3887, trough 2402, pulsatility 3633." Per dt clinical study database, (B)(6):"alarm stopped after controller change out. The subject was asymptomatic with the event.